Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, upon withdrawal of the balloon catheter, the pta balloon catheter allegedly had resistance when removing out from the short sheath. It was further reported that upon fluoroscopy, the balloon marker was allegedly found inside the sheath and the balloon was suspected to be dislodged as only the marker was seen on the catheter without the balloon. Reportedly, the balloon catheter, the dislodged balloon and the short sheath were removed successfully over the guidewire and the balloon was found to be trapped inside the sheath and remained intact. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, upon withdrawal of the balloon catheter, the pta balloon catheter allegedly had resistance when removing out from the short sheath. It was further reported that upon fluoroscopy, the balloon marker was allegedly found inside the sheath and the balloon was suspected to be dislodged as only the marker was seen on the catheter without the balloon. Reportedly, the balloon catheter, the dislodged balloon and the short sheath were removed successfully over the guidewire and the balloon was found to be trapped inside the sheath and remained intact. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta catheter was received with an unknown brand sheath over the balloon for evaluation. During visual analysis the distal side of the balloon struck and striked out from the sheath as sheath poked condition and balloon had break from the proximal end of the catheter shaft, exposing the inner guide wire lumen, however the balloon is still intact with the distal end could be observed. Further could noted bunching in the distal end of balloon and the proximal end of balloon break from the catheter shaft. No other anomalies were noted. On functional testing the exertion to pull out the balloon from sheath was failed. Because of the resistance balloon got struck in the sheath could not separated. Due to the condition of device no further functional testing was performed. Hence the visual analysis and functional testing could observed the balloon bunching in distal end, break in proximal end of balloon and removal of balloon from the sheath was failed. Therefore the investigation was confirmed the identified balloon bunching and reported balloon break, balloon removal difficulty from the sheath issues. A definitive root cause for the identified balloon bunching and reported balloon break, balloon removal difficulty from the sheath issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, upon withdrawal of the balloon catheter, the pta balloon catheter allegedly had resistance when removing out from the short sheath. It was further reported that upon fluoroscopy, the balloon marker was allegedly found inside the sheath and the balloon was suspected to be dislodged as only the marker was seen on the catheter without the balloon. Reportedly, the balloon catheter, the dislodged balloon and the short sheath were removed successfully over the guidewire and the balloon was found to be trapped inside the sheath and remained intact. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta catheter was received with an unknown brand sheath over the balloon for evaluation. During visual analysis the distal side of the balloon struck and striked out from the sheath as sheath poked condition and balloon had break from the proximal end of the catheter shaft, exposing the inner guide wire lumen, however the balloon is still intact with the distal end could be observed. Further could noted bunching in the distal end of balloon and the proximal end of balloon break from the catheter shaft. No other anomalies were noted. On functional testing the exertion to pull out the balloon from sheath was failed. Because of the resistance balloon got struck in the sheath could not separated. Due to the condition of device no further functional testing was performed. Hence the visual analysis and functional testing could observed the balloon bunching in distal end, break in proximal end of balloon and removal of balloon from the sheath was failed. Therefore the investigation was confirmed the identified balloon bunching and reported balloon break, balloon removal difficulty from the sheath issues. A definitive root cause for the identified balloon bunching and reported balloon break, balloon removal difficulty from the sheath issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2024), g3 . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.